Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the tear in the septum requiring intervention. It was reported that a mitraclip procedure was performed on (B)(6) 2022, to treat functional mitral regurgitation (mr) with a grade of 4. When the steerable guide catheter (sgc) was placed across the septum the patient's oxygen (o2) dropped and there was a bidirectional shunt. It was believed that the sgc may have caused a tear in the septum. The procedure continued and a clip was advanced in the patient. There were no issues with the clip but the clip was not implanted due to insufficient reduction in mr. The procedure was aborted and there was no clinically significant delay. An atrial septal defect (asd) closure device was implanted after the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the patient effect of perforation associated with atrial percutaneous intervention appears to be due to procedural circumstances. The reported hypoxia associates with the patient¿s oxygen dropped was due to the perforation. Perforation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.